Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 2220, the device was programmed to deliver dilaudid 0.5 mg/dl with a 0.1 mg pca dose, an 8 minute pt lockout, a 4mg 4 hour limit, and a 0.5mg loading dose. At 0100, the pt's family noted the pt was difficult to arouse and called the nurse into the room. The physician was notified. At 0110, the pt was treated with narcan 0.2 mg and oxygen therapy was initiated at 2l via nasal cannula. At 0121, the pt was treated with another dose of narcan 0.2 mg. At this time, the pt was arousable, "alert and oriented, sat up at the bedside, and vomited." There were no reported adverse pt sequelae. The pump was removed from clinical service. Upon review of the history by the customer contact, it was noted the device was programmed to deliver a 0.1 mg/dl drug concentration instead of the intended 0.5mg/ml, in the pca + continuous mode instead of the intended pca only mode, with an unintended 1 mg/hr continuous rate, and a 0.1 mg loading dose. The customer contact stated "there should not have been a continuous dose and the concentration was wrong." Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. The history was downloaded at the manufacturing facility. A review of the history indicates that at 11:26 pm, the pump was powered on, a custom vial was confirmed, and the history was cleared. At 11:27 pm, the pump was programmed to deliver a custom vial with a 0.1 mg/ml drug concentration instead of the intended 0.5 mg/ml, in the pca + continuous mode instead of the intended pca only mode, with a 0.1 mg pca dose, an 8 minute pca lockout, an unintended 1 mg/hr continuous rate, a 4 mg 4 hour limit, and a 0.1 mg loading dose. At 11:30 pm, the door was locked and the infusion was started. A date stamp occurred. At 2:00 am, the door was opened. Between 2:02 am and 2:09 am, there were 4 door open alarms, and the pump was powered off. Review of the device history indicates the pump delivered as programmed.